Manufacturer narrative:
This lead was explanted and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant during a follow up visit this left ventricular (lv) lead had increased threshold measurements. A chest x-ray confirmed that this lv lead had dislodged. A revision procedure was performed and this lead was explanted and replaced. No adverse patient effects were reported.